Manufacturer narrative:
Integra has completed their internal investigation on april 14, 2017. The investigation included: evaluation of returned device; product returned and evaluation verified complaint as valid. DHR review; the manufacturing lot fbyd was manufactured in october 2015. Copies of the labels included in the DHR are in compliance with specifications. It was the first batch manufactured following new specifications (including UDI requirements). Labels were printed internally. It was discovered that a first print of 5 labels kits was done to allow validation of the labels and complete integra DHR and supplier DHR. Then, once validated, a second print was launched. The error happened during the second print where part number was incorrect. The error was not detected. This process of edition by two prints was done only for the first packaging / labelling purchase order (B)(4) a review of all batches for this packaging / labelling order is done to check the labels and no other anomaly was found. In conclusion, the issue is confirmed and limited to lot fbyd. This is the second incident found about an incorrect part number on labels for the past two years. (B)(4). A review of the corrective and preventive action plans was performed. A CAPA was initiated after the first complaint in 2015 about the same issue and a recall was launched for this lot. Given the description of the event and the observations made during the documentary investigation, the root cause is an error from the distributor. All parts available at the distributor were not returned during recall. Ten (10) parts from lot fbyd according to the traceability database, were sent to the distributor. They sent back only 6 parts from lot fbyd, the other parts were supposed used during surgery.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the product reference on the label is (B)(4) and the product inside the packaging is (B)(4). Issue observed by the distributor, no patient impact. The surgery went ahead as planned with a replacement device.